Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the representative was uncertain if the impedance issue was reproducible when the lead was tested via the pacing system analyzer (psa) during the explant procedure. It was noted fluoroscopy and visual inspection of the lead were performed, but a root cause for the clinical observations was not determined. No additional adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system displayed noise and high out of range pacing impedances of greater than 2000 ohms on the right atrial (ra) channel. The root cause for the clinical observations was not determined. The decision was made to surgically abandon and replace the competitor ra lead. A new ra lead was implanted and connected to this pacemaker without issue. No additional adverse patient effects were reported.